Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by he vad coordinator that the patient had an onset of feeling a vibration of the pump in body. The patient has all new equipment during a recent implant, including pocket controller. The patient had baseline complaints of dyspnea and their past medical history reveals a history of embolic cva. Additional information from the clinical specialist notes that the patient presented to the clinic for evaluation and was fine. The customer lowered the patient's speed a bit. There were no issues with the pump and the pump was not exchanged. The patient was dehydrated and instructed to drink fluids.